Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was treated with manual injection and with bolus for high blood glucose level. Customer was alleging that the insulin pump was under delivering. Customer did the displacement test and self-test successfully. Customer was not able to performed high pressure test. Display was flashing white. The insulin pump will be returned for analysis.